Event description:
It was reported that the health care professional (hcp) had difficulties to interrogate this pacemaker using the programmer. Technical services (ts) confirmed the patient had a boston scientific device and that the appropriate programmer was being used. Historical device information indicated approximately one year of remaining battery life at the last available evaluation. Cardiology was consulted to evaluate the patient in the emergency department. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.